Event description:
The pt was placed in the 1.2t hitachi vertical field open magnet after the sunnex light was used to assist with contrast injection (to provide more light onto the area of interest). After the pt was isocenter in the magnet, the technologist then picked up the power supply box for sunnex light, turned to leave room, and at about 50 gauge line, was pulled to the magnet. The technologist never let go of the power supply box, but instead went with it to the magnet. The power supply box and the technologist were against the magnet. It then took a second technologist to help pull her and the power supply off of the magnet. The pt was about 8 to 14 inches away from where the magnet and technologist were against the magnet.